Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.503.830s, lot: l268208, manufacturing site: (B)(4), supplier: (B)(6), release to warehouse date: january 16, 2017, expiry date: january 1, 2027. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number:04.503.830, synthes lot number: h232700, supplier lot number: n/a, release to warehouse date: 14nov2016, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a surgeon noticed in an x-ray, that the implanted plate appeared to be broken. On (B)(6) 2020, the patient underwent an open reduction internal fixation surgery for mandibular condylar fracture and the plate was implanted. A revision surgery has not been scheduled. The patient has not complained of any discomfort. The surgeon will follow up with the patient when the patient visits the hospital. Concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) ti matrixmandible subcondylar plate lambda/right/1.0mm thick. This is report 1 of 1 for (B)(4).